Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The customer did not save the device. Since there was no device returned, visual and functional inspection could not be performed. A review of the DHR could not be performed as the lot/serial number was not reported. The reported event could be attributed to: user attempts to cut staples or clips. User attempts to cut non-soft tissue. User attempts to cut excessive amount of tissue. User sets the power output to higher setting. Damage to the device through contact with other instruments in the surgical site. The instructions for use (IFU) state: these instruments are only intended for use by individuals with adequate training and familiarity with minimally invasive surgical techniques. For further information about techniques, complications and hazards, consult the medical literature. Do not coil or loop electrosurgical cables or hang a looped cable on a metal object such as the operating room table or IV pole. Do not directly apply current to staples or clips. Instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. If cutting of staples or clips is attempted, damage to instrument may occur. Should the device become available for return, the investigation will be reopened. The reported event will continue to be monitored through post-market surveillance. (B)(4).

Event description:
It was reported the shears were dull and the insulation was peeling. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.